Event description:
The customer reported a loss of live image. There was no pt injury or death reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the memory nodes and reloaded calibration files. The system operates as intended.